Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. It was observed that the system pcb was damaged. Stryker replaced the system pcb to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. After repair of the non-critical issue the device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the system pcb at the product access center and verified it does not power on when tested. The r140 and r13 resistors were found to be broken. As the device powered on initially the system pcb was damaged during maintenance.

Event description:
The customer contacted stryker to report a non-critical issue with their device. After repair of the non-critical issue the device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.